Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. The ventilator was investigated on site by our field service engineer. According to service information the unit failed pressure transducer test during pre-use check. Further investigation revealed that both inspiratory and expiratory pcb pressure transducers were defective. Issue resolved by replacing the defective parts. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).